Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2014. (B)(4).

Event description:
It was further reported that on (B)(6) 2013, the patient was in hospice care for congestive heart failure (chf). The attending physician certified that the patient is terminally ill with a diagnosis of congestive heart failure (chf) and has a life expectancy of 6 months or less provided if the illness runs its normal course. In (B)(6) 2014, the patient experienced chf exacerbation. The patient was taking the following medications, morphine sulfate immediate release (msir), roxanol, ativax, nitroglycerin (ntg), lisinopril and lasix. No autopsy report or death certificate is available.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that patient death occurred. In (B)(6) 2012, the patient presented due to unstable angina and was diagnosed as myocardial infarction (mi). Cardiac catheterization was recommended. Subsequently coronary angiography and the index procedure were performed. The target lesion was an in-stent restenosis (isr) of a previously placed unspecified drug eluting stent located in the mid left anterior descending (lad) artery with 95% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of a 2.25 mm x 32 mm promus element¿ plus study stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel the following day. In june 2014, the patient expired. The cause of death is unknown.

Event description:
It was further reported that the facility became aware of the patient's death during preparation for the protocol-required two-year follow up phone call. The cause of death was end-stage congestive heart failure.